Event description:
It was reported that during a pump refill on (B)(6) 2011, the medication was put into the pump pocket, rather than the pump. The health care provider "missed" the port during the refill of (B)(6). At that time, the pt felt a burning sensation as the needle pulled away and was then "out." The pt's pump was filled by a different health care provider on (B)(6), after the pocket fill incident. The health care provider was able to inject 40 ml of medication. The following day, the pt was intubated. The health care provider was able to aspirate 20 ml and then aspirated a second time and was able to aspirate an add'l 15 ml. The pt felt better after that second aspiration. The pt would be observed. The drugs in the pump at the time of the event were morphine, clonidine, and baclofen. It was further reported that the pt experienced tingling all over his body and numbness over the pump site following the refill. The health care provider reported in the f/u report that the medications were morphine, clonidine, and bupivicaine. It is unclear whether the baclofen that was originally reported was involved in the event, as originally reported. It was later reported that the pt showed signs of an overdose. The pt was given narcan and admitted to the hospital. On (B)(6) 2011, the pt was in stable condition, but was still in intensive care. While in the hospital, the pt was ventilated for two and a half days. The pt was discharged from the hospital, but was still not feeling well.

Manufacturer narrative:
Concomitant products: product ID: 8832, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information received from a consumer it was stated that the pump was removed on an unknown date due to the physician missing the pump and having injected the medication into the patient's body (as previously reported). The patient had been put on life support. The synchromed ii pump had been implanted on (B)(6) 2006 and the indura catheter had been implanted on (B)(6) 2003.

Manufacturer narrative:
(B)(4). The pt was given a personal therapy manager. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.